Event description:
Patient reports when the aligner & retainer are off, it feels like the bottom right canine hits/rubs slightly on the top teeth where the top right canine meets the tooth next to it (toward the front).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.this MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.